Manufacturer narrative:
As reported via a medwatch, a trapease inferior vena cava (ivc) filter was found to be fractured. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The device was not returned for analysis. Neither were procedural films nor images received. The reported filter- fracture, was not confirmed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without imaging available for review and the limited information provided, the reported event could not be confirmed or further clarified. There is nothing in the information provided to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a trapease inferior vena cava (ivc) filter was found to be fractured. This report is sourced from a medwatch.